Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808000 implantable port allegedly experienced material deformation. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 51 year old male patient was 340 lbs.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot of history review was performed. The device has not been returned for evaluation. The investigation is confirmed for migration and material twisted. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation; therefore, the investigation is inconclusive for migration and catheter coiling. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808000 implantable port allegedly experienced material deformation. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation; therefore, the investigation is inconclusive for the material deformation as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808000 implantable port allegedly experienced material deformation. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.